Event description:
It was reported that during use of the bd viper¿ lt system, a false positive patient result for hpv genotype 16 was obtained. Physician and patient had doubts about result and a new test was requested. Second sample was collected and retested, and the result was hpv negative. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint alleges a false positive, a new sample was re-ran by the user and confirmed to be negative, even though the same qc lots were used. Bd field service obtained result reports and log files, but the user reported a negative qc failure. Bd service reached out to the customer and confirmed during a follow up that, the issue was resolved after switching to a new qc lot and performing standard preventative maintenance. This complaint is unconfirmed, however, due to no returned parts the root cause beyond qc lot is unknown. Physical samples were not available to quality for investigation. DHR review was not required as this did not allege a failure at install or an early life failure. Service history review did not reveal previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that during use of the bd viper¿ lt system, a false positive patient result for hpv genotype 16 was obtained. Physician and patient had doubts about result and a new test was requested. Second sample was collected and retested, and the result was hpv negative. There was no report of patient impact.